Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the returned neurostimulator model 99714, serial #(B)(4) showed no anomalies.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer¿s representative reported that during the implant procedure of the implantable neurostimulator (ins), high impedances (>10,000 ohms) were measured on electrodes #9-15. The leads were then switched in the header block and the lead that was in the 0-7 port impedances became ¿invalid¿ when put into the 8-15 port. When the lead was then tested in a multi-lead trialing cable (mltc) impedances were within normal limits. The leads were wiped off several times as well as gently suctioning out the ins battery header block but got the same impedance results. A new ins battery was then used and impedances were all within normal limits. There were no patient symptoms or complications reported associated with the event although it was noted that the implant procedure took a little longer due to ¿longer testing¿. No patient symptoms were reported and their status at the time of report was noted as ¿alive - no injury¿. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.